Manufacturer narrative:
(B)(4). Usage of the device at the time of the alleged defect was reported as unknown. There was no reported patient involvement. No reported injury or consequence to any patient. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the unit is not heating". Usage of the device at the time of the alleged defect was reported as unknown. There was no report of patient involvement.